Manufacturer narrative:
(B)(4). This is a correction to the initial MDR submitted: this is report 1 of 3 for this reportable event.

Event description:
During an unrelated alarm complaint on (B)(6) 2010 the patient reported that they had an infection. During a follow up call regarding this infection on (B)(6) 2010, the pdrn reported that the patient was diagnosed with peritonitis on (B)(6) 2010. She reported that the patient presented with abdominal pain on (B)(6) 2010 and pd effluent cultures and blood work were done at that time. The patient was then started on ip antibiotics (cefazolin and fortaz). On that date, the patient complained of increased abdominal pain and was diagnosed with peritonitis. The patient was hospitalized from (B)(6) 2010 to (B)(6) 2010 for this peritonitis event and antibiotic therapy was changed to vancomycin and fortaz ip. The patient will complete antibiotic therapy on (B)(6) 2010. The nurse states that the infection could have been caused by touch contamination or the heating vent on the hc may have turned on and blew on the patient's catheter during set up, but she could not say for sure. There was no allegation against any baxter product. The patient continues pd therapy without difficulty. The pdrn reports that the peritonitis is resolving as the patient has reported decreased abdominal pain.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers h09l29014, h10i28018 with no defects noted. The assignable cause is use error-poor aeseptic technique. The current labeling provides ample instructions related to the prevention of use error in aseptic technique. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). This is report 1 of 2 for this reportable event. As patients discard supplies after each use, a sample was not available for evaluation. Follow up will be submitted as information becomes available.